Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 3001883144-2021-00061. In 2016, a (B)(6) year old women underwent mitral valve replacement(mvr) and tricuspid valve replacement(tvr) using a 29mm biocor valve for mitral valve replacement and a 31mm biocor valve for tricuspid valve replacement. About 6 months ago, during a follow-up, the patient presented with severe mitral and tricuspid regurgitation. The patient was treated with medication, but the mitral regurgitation did not get better and the patient underwent a re-do mvr and tvr procedure on (B)(6) 2021. Intra-operatively the mitral prosthesis had one of the leaflets stiff and prolapsing and the tricuspid prosthesis had lack of leaflet coaptation. The mitral valve was replaced using a non-abbott device and the tricuspid valve was replaced with a 27mm biocor valve. The patient is currently stable post-operatively.

Manufacturer narrative:
An event of leaflet prolapse and regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.